Event description:
It was reported that the nasogastric tube broke during a laparoscopic gastric bypass. The patient experienced an unspecified injury. Per additional information from complainant via email on (B)(6)2018 , the anesthesiologist (complainant) was involved in a laparoscopic gastric bypass in(B)(6)2018 . The complainant stated the following,"the surgeon used orogastric tubes rather than bougies to aid in creation of the neo stomach. Inadvertently, the og tube was stapled into the field, and no notification provided to myself or the surgical team. The case proceeded, the og tube was removed, and the patient was awakened and recovered and discharged the next day. She complained of intermittent stomach discomfort and occasional nausea over the next 8 years, until a different surgeon ordered a CT scan of the abdomen, which revealed a remnant of the og tube still in place. She underwent laparoscopic removal of the og tube remnant in 2016". The complainant referred to a unknown bard ng 18french tube. The device was transected by a surgical stapling device. The break of the device was identified in october 2016 via CT scan. Og tube fragments were removed by a 2nd laparoscopic procedure.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: read all instructions prior to use. Indications for use: bard nasogastric sump tubes are intended to be used for: ¿ decompression of stomach by suction or aspiration of gastric contents. ¿ short-term administration of term tube feeding, lavage fl uid and medications. Contraindications: ¿ patients with known tape or adhesive allergies. Warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Refl ux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for refl ux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas & fl uid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fl uid through the prevent® filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections. Statlock® nasogastric stabilization device: avoid contact with alcohol or acetone; both can weaken bonding of components and statlock® stabilization device pad adherence."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nasogastric tube broke during a laparoscopic gastric bypass. The patient experienced an unspecified injury. Per additional information from complainant via email on (B)(6) 2018, the anesthesiologist (complainant) was involved in a laparoscopic gastric bypass in (B)(6) 2008. The complainant stated the following,"the surgeon used orogastric tubes rather than bougies to aid in creation of the neo stomach. Inadvertently, the og tube was stapled into the field, and no notification provided to myself or the surgical team. The case proceeded, the og tube was removed, and the patient was awakened and recovered and discharged the next day. She complained of intermittent stomach discomfort and occasional nausea over the next 8 years, until a different surgeon ordered a CT scan of the abdomen, which revealed a remnant of the og tube still in place. She underwent laparoscopic removal of the og tube remnant in 2016". The complainant referred to a unknown bard ng 18french tube. The device was transected by a surgical stapling device. The break of the device was identified in (B)(6) 2016 via CT scan. Og tube fragments were removed by a 2nd laparoscopic procedure.